Manufacturer narrative:
No samples were received for investigation of (B)(6), in which the customer has stated: ¿the pipeline was not smooth¿. The product in use at the time is reported to be a 2000e china from lot 24015031. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015031 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd alaris smartsite needle-free valve had flow issues. The following information was received by the initial reporter with the following verbatim: the child came to our hospital for treatment due to pneumonia. On (B)(6) 2024, after the nurse placed an intravenous indwelling needle on the child, she connected the needleless sealed infusion connector and found that the pipeline was not smooth. If liquid cannot enter, stop using it immediately and report to the property management center.